Event description:
It was reported that post implant, loss of pacing was noted and the pocket was re-opened. Despite repositioning the lead several times, capture could not be obtained. An insulation break was suspected. The lead wa s removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.